Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer¿s blood glucose level was 160 mg/dl. Reportedly, customer was unable to clear the alarm and reverted to manual injections for insulin therapy.